Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient initially reported the damaged lead to them. The patient reported that they were moving heavy items soon after surgery and noticed a change in symptom relief afterwards. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1wqu6 , implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for g astrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient thought they may have damaged the lead at some point after implant. The lead was tested with the ins and they were getting normal case impedance. The lead was changed out ¿due to damaged lead.¿ there were no patient complications reported as a result of this event.